Event description:
It was reported that the patient experienced recurring incontinence due to atrophy in the urethra. The artificial urinary sphincter (aus) cycled but the cuff was not tight enough. The cuff was removed and replaced. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated n the instructions for use (IFU).